Event description:
Pt was receiving an intravenous infusion of morphine via b braun infusomat space pump. The first bag of morphine (1 mg/ml in 100cc) was started shortly after his admission at 1500 on (B)(6) 2012. The morphine was titrated for pain control over the next 24 hrs (from 0.5 mg/hr to 3 mg/hr). Pt was more comfortable. On (B)(6) 2012, the reporting rn noted that the morphine bag would need to be replaced. She ordered and received another bag (1 mg/ml in 100 cc) from the pharmacy. She replaced the depleted bag and adjusted the vtbi to 100 ml on the b braun to 100 ml/hr. She performed this task at approx 1915 on (B)(6) 2012. She did not change the tubing or connections. She did not open the door of the pump. She did not need to prime the tubing for any reason. There were no alarms. The infusion rate remained the same at 3 mg/hr. The medication library for palliative care "mor100" was being used appropriately (upper limit is 20 mg/ml). At 22:30, the rn (doing her regular checks) note a change in his respiratory pattern (describes as agonal, 6 breaths/minute) and goes into the room. Pt was discolored and has agonal respirations. She immediately notes that the morphine bag is "empty"; there are no alarms going on the pump. The bag has some fluid in it (low meniscus, similar to what one would see on a completed secondary infusion bag hung by gravity). The pump display shows "mor100 3 mg/hr" and "vtbi 89 ml", yet all 100 cc of the morphine was gone. There was no evidence of a leak. There is no evidence of diversion or tampering in this situation. Two other staff members verified the pump set up and that there was no misconnection, nor set up error. The pt was receiving ivf at the time (30 cc/hr as a driver) but this was set up appropriately on another pump. Extensive investigation has confirmed this. Naloxone was administered, but because of pts expressed wishes (dnr, palliation only, metastatic laryngeal cancer), cardiopulmonary resuscitation was not initiated. The pt was not responsive to the naloxone and was pronounced dead at 23:05.